Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Retrofit to failure: (B)(4). No patient or user harm was reported.

Event description:
Retrofit to failure - fco86600031. There was no patient involvement.

Manufacturer narrative:
G4: 09oct2019, b4: 09oct2019. H10: the fse (field service engineer) evaluated the ventilator and identified structural cracking. The fse replaced the top cover, front bezel, rear bezel and front panel. The ventilator successfully passed performance specification testing after the repair was completed. H11: there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.